Event description:
A pilot wire bound with a baseplate centering guide during a (B)(6) lab held at the (B)(6). The event was not witnesses directly by stryker representatives, but the resulting instruments were returned in the unusable state. The pilot wire was broken and discarded upon removal from the guide. It was reported that surgeons were inexperienced with the reunion system and not familiar with the insertion of the pilot wire into the guide at a 10 degree inferior tilt.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding difficulty assembling an rsa baseplate centering guide with a pilot wire was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis found no material or manufacturing defects. Medical records received and evaluation: not performed as there was no patient involvement. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been similar previous reported events for this lot ID. Conclusions: the reported event was confirmed as the debris found in the guide shaft are consistent with the (B)(4) of the pilot wire. It was noted that the surgeon may not have assembled the device correctly as it was reported they were inexperienced and not familiar with inserting the guide at a 10 degree inferior tilt. The exact cause of the event could not be determined as the pilot wire was not returned for investigation.

Event description:
A pilot wire bound with a baseplate centering guide during a cadaver lab held at the (B)(6) center in (B)(6). The event was not witnesses directly by stryker representatives, but the resulting instruments were returned in the unusable state. The pilot wire was broken and discarded upon removal from the guide. It was reported that surgeons were inexperienced with the reunion system and not familiar with the insertion of the pilot wire into the guide at a 10 degree inferior tilt.